Event description:
The customer reported that the device did not power on.

Manufacturer narrative:
The customer reported that the device did not power on. The device was evaluated at phillips, and the symptom was confirmed. Replacing the therapy pca resolved the issue.